Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep and confirmed by an hcp indicated the impedance might have occurred with the lead, the ex tension, or the ins connection part, and the lead or extension might have a fracture. This was not confirmed. The patient had been reprogrammed, and no additional actions had been taken.

Manufacturer narrative:
Other applicable components are: product ID: 3389s, lot# unknown, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that both sides of the patient's system had >20,000 ohm impedances on electrode #1. The impedance in left #1 became normal immediately after ins replacement (for battery depletion) on 15 march. On 20 and 21 march there was no problem with #1. On 25 march the issue arose again. The stimulation was adjusted to not use #1, however the deterioration of symptoms due to this programming mode resulted in reverting back to the original settings. No actions/interventions had been taken. The issue was not resolved. The physician was of the opinion the cause of the issue was the product.